Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that hole in tubing.

Manufacturer narrative:
It was reported that there was a hole in the tubing. One sample model 2420-0007 was returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water with no leak being observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a model and lot number was not provided by the customer.

Event description:
Material# 2420-0007. Batch# unknown. It was reported by customer that hole in tubing. Rcc received a complaint via community. Hole in tubing. Product number - 2420-0007.